Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that there was a deviation in the reprocessing procedure based on the information that the bw-400b brush was not used to clean the balloon channel during reprocessing. The root cause of the reprocessing deviation from the IFU could not be determined. The event can be prevented by following the instructions for use which state: ¿chapter 6 compatible reprocessing methods and chemical agents¿. ¿chapter 7 cleaning, disinfection, and sterilization procedures¿. ¿chapter 8 cleaning and disinfection equipment¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not available for return: as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
While performing a repair reduction observation of cleaning of the device performed at the facility, the olympus endoscopy support specialist (ess) noted that the correct cleaning brush bw-400b was not being used to clean the balloon channel. There is no reported harm to any patient. Customer was provided with information to order the brushes and advised to do so immediately.